Event description:
(B)(4). I am now (B)(6) years old and on (B)(6) 2016 underwent a hysterectomy. Prior to surgery, I experienced.... Heart palpitations, metal taste in my mouth, weight gain, dry hair and skin, brittle hair, skin rashes (dry itchy patches), chronic inflammation in the abdomen, constipation, heavy 3 week long periods accompanied by large blood clots, extreme fatigue, hip pain, joint pain and I'm sure there are more that I will realize have disappeared since removal of essure from my body that I didn't realize were an issue. Thankfully, only 5 days post hysterectomy and all my symptoms are gone! Yes gone!!! While not all seem to be "gynecological" the essure device was making my entire whole body mad as hell!! Remove this device from the market and make bayer responsible for their deception to anyone who has fallen victim!!